Event description:
A user facility reported to olympus, the endoeye flex deflectable videoscope exhibited black screen after 5 seconds of connecting to the otv-s190. The event occurred during a laparoscopic hernia repair procedure. It was reported that the original planned procedure was changed, and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the device exhibited e218 scope error code and black out screen. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, as a result of checking whether the image sensor installed at the tip of the scope is broken or the electric board inside the video connector is broken, it is confirmed that the electric board inside the video connector is broken. The event most lost likely occurred due to the following: 1) constituent electronic parts have deteriorated over time due to repeated energization stress. 2) overcurrent flowed temporarily or repeatedly due to plugging and unplugging the video connector while the system was on. 3) a temporary short circuit occurred when the video connector was connected to the system with moisture adhering to the electrical contacts. 4) static electricity was applied to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.